Manufacturer narrative:
The customer reported that the central nurse's station showed the same name for patient in room 25 and 41. Nihon kohden technical support had the customer reboot the cns and that resolved the reported issue for room 41. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station showed the same name for patient in room 25 and 41. No known impact or consequence to patients.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported two patients were showing the same name on this cns device, pu-621ra s/n (B)(6) . The two patients were in rooms 25 and 41 of the ICU department. After rebooting the device and stop monitoring and re-monitoring these two patients, the correct data was shown for room 41. On (B)(6) 2019 customer responded that both beds came back up after the above steps were taken. These devices have been working as intended. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 10/29/2017. Service history shows the following notifications: (B)(6) 2018 300135383 - current notification. (B)(6) 2017 300101606 - it was reported that cns takes 5 minutes for bedside data to show up. The root cause was due to duplicate ips on the network. (B)(6) 2017 300101575 - reported the same day as the notification above. In the above notification, the root cause was due to duplicate ips on the network. (B)(6) 2017 300097840 - device received software update from version 03-42 to 02-54. Cns-6201 operator's manual, revision a, states that if devices requires a reboot once every three months to ensure stable operation. During reboot, patients must be monitored through alternate means such as bedside monitors. Service history for this device shows this is an isolated issue. Due to unavailable information regarding customer's maintenance of the device, the root cause for the reported issue could not be concluded. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion. Service history for this device shows this is an isolated issue. Due to unavailable information regarding customer's maintenance of the device, the root cause for the reported issue could not be concluded. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; correction; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station showed the same name for patient in room 25 and 41. No known impact or consequence to patients.